Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the customer was gardening outside, a resume pump alarm occurred. It was unknown why pumping was stopped. Reportedly, the user was using the pump with saline. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.